Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. The customer continued to use current pump for insulin therapy and also reached out to their health care provider for backup therapy.